Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery, the system's console intermittently displayed lead off detected on channel 2, which contained a trach tube. When the system was not displaying lead off detected, the channel was behaving erratically, giving off phantom responses while the surgeon was away from the patient. When stimulating it didn't seem to be noisy but could start being noisy once probe removed from tissue. Sometimes it was noisy showing erratic waveform, others it was noisy and no apparent change on the waveform. Went through stretches where the system was quiet but the majority of the case it was noisy without cause. Troubleshooting performed, swapped the leads into channel 1, and the issue followed the electrode leads. Adjusted the trach tube, and the leads into the pi box, as lead off detected was indicating that there were electrodes that weren't touching, but nothing eliminated the noise issues. The procedure was completed with the nim being noisy in the background for a majority of the case. The surgeons were able to stim the nerves throughout. There was no patient injury.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown h6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.